Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the heavily calcified, right coronary artery, a 2.5 mm x 12 mm trek balloon catheter was used for pre-dilatation and a spiral dissection was noted. Multiple xience v stent delivery systems (sds) were attempted as treatment, however, three different xience v sds failed to cross the dissection. It was noted that four different non-abbott stents and two xience v stents were used to successfully tack up the dissection. Additionally, the entire vessel was stented. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issues. The patient was reported in stable condition and was transferred from the cath lab. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known adverse patient events as listed in the trek rx and mini trek rx coronary dilatation catheter instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
The spiral dissection was noted in the mid to distal right coronary artery (rca).

Manufacturer narrative:
(B)(4).